Event description:
A surgeon reported that during phacoemulsification surgery using an intraocular lens preload delivery system, the plunger incorrectly positioned the lens in the narrow part of the cartridge, which resulted in entrapment, deformation, and detachment of the posterior haptic element as it exited the device, and the intraocular lens entered the capsular bag with one haptic and was subsequently explanted. The intraocular lens was explanted during the initial procedure and replaced with an identical company iol of the same diopter power that was available at the clinic. The procedure was completed on same day, and the patient was not affected.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).